Event description:
It has been reported by (B)(6) hospital that the foot board handle cracked while the customer was using it to move the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard.